Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a follow up. Upon interrogation, the pulse generator exhibited capture issues. No intervention or additional information was reported.